Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was experiencing diaphoresis and increased urination. The patient¿s cgm was reading high mg/dl, no bg meter comparison was done at this time as the patient did not have any test strips. Despite not having a cgm comparison value, the patient was alleging a cgm inaccuracy. The patient called his doctor and was advised to go to the ER. At an unspecified time before going to the ER, the patient self-treated by taking 26 units of insulin. At the ER, the patient¿s cgm was reading high mg/dl while the patient¿s bg meter was reading 231 mg/dl. The patient was treated with IV fluids and was discharged home after approximately 7 hours. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4); diabetes mellitus is a known cause of hyperglycemia.